Manufacturer narrative:
Pump received with blank display no power due to bad interface pcb noted.

Event description:
The customer that the insulin pump does not turn on. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.